Manufacturer narrative:
The review of provided data highlighted atrial and ventricular asynchronous pacing on (B)(6) 2023 at 11 am. The reported behaviour on (B)(6) 2023 at 11 am is most probably due to the use of the electrical knife during the surgical procedure to reposition the device that took place on (B)(6) 2023 at 11 am. The reported behaviour was only observed on (B)(6) 2023 at 11 am. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, this device doesn't detect adequately atrial fibrillation on the rms reports. It doesn't seem to be linked to the atrial sensitivity.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, this device doesn't detect adequately atrial fibrillation on the rms reports. It doesn't seem to be linked to the atrial sensitivity.

Manufacturer narrative:
Additional information: on the day of the reported issue the diagnosis data shows marker and egm that could be linked to external emi and/or electrophysiology exploration. Strong emi could led to the described an-vn behavior. The question on patient activity on (B)(6) from 10h51 to 10h58 has been raised to finalise the analysis of this case. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, this device doesn't detect adequately atrial fibrillation on the rms reports. It doesn't seem to be linked to the atrial sensitivity.